Manufacturer narrative:
Product analysis: at analysis it was noted that the liquid crystal display (lcd) was out of specification electrically, that the upper case and lower case were broken, that one side bail cover was broken, that the battery contacts were compressed and that the ring was bent. The device was no longer needed and was to be scrapped in-house. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned as a loaner return subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.